Event description:
It was reported that a nurse trained in the use of the perclose proglide device attempted an unspecified number of arteriotomy closures of an unspecified vessel. Reportedly, the device was difficult to advance in the anatomy, and it was felt that the hydrophylic coating was not present. The devices were not used and the method used to achieve hemostasis was not reported. There was no adverse pt sequela. No add'l info provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.